Manufacturer narrative:
A py-nc5312 product was not available for investigation, however the customer confirmed that the complaint sample was from lot 21l24-tc, 22a17-tc, 22j15-tdp and 21j25-tc. As part of the investigation the customer provided a video of the affected sample, which indicated that the leakage was from the tubing joint of the neutraclear component. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lots 21l24-tc, 22a17-tc, 22j15-tdp and 21j25-tc did not identify any in-process testing issues or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Event description:
It was reported while using bd neutraclear¿ bi-fuse extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the devices have been tested in non-clinical use, using samples from each batch with leaks detected in each set. Product ref: py-nc5312. Lot: 21l24 - tc x 6 boxes (25 units). Lot: 22a17 -tc x 11 boxes (25 units). Lot: 22j15 - tdp x 8 boxes (25 units) lot: 21j25 - tc x 1 box (25 units)

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-jun-2023. H6: investigation summary: thirteen py-nc5312 samples were received for investigation; four samples were received in opened packaging, one each from lots 21j25-tc, 22a17-tc, 21l24-tc and 22j15-tdp. One sample was received without packaging, and the remaining eight samples were received in sealed packaging; two each from lots 21j25-tc, 22a17-tc, 21l24-tc and 22j15-tdp. The samples in opened packaging, and the sample received without packaging all had residual fluid present. As part of the customer's experience, the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience as leakage was observed from the neutraclear joint during pressure testing. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis of the returned samples did not identify any manufacturing defects which may have contributed to the customer's experience; furthermore pressure testing of the returned samples did not identify any leakage from any of the returned samples throughout testing. A review of the production records for lots 21l24-tc, 22a17-tc, 22j15-tdp and 21j25-tc did not identify any in-process testing issues or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported while using bd neutraclear¿ bi-fuse extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the devices have been tested in non-clinical use, using samples from each batch with leaks detected in each set. Product ref: py-nc5312 lot: 21l24 - tc x 6 boxes (25 units); lot: 22a17 -tc x 11 boxes (25 units); lot: 22j15 - tdp x 8 boxes (25 units); lot: 21j25 - tc x 1 box (25 units).

Manufacturer narrative:
The manufacturing location for this product is cair. This site is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 21j25, 22j15, 22a17, 21l24, were reported, however, these are not a lot # manufactured for the reported catalog #. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd neutraclear¿ bi-fuse extension set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the devices have been tested in non-clinical use, using samples from each batch with leaks detected in each set. Product ref: (B)(4). Lot: 21l24 - tc x 6 boxes (25 units). Lot: 22a17 -tc x 11 boxes (25 units). Lot: 22j15 - tdp x 8 boxes (25 units). Lot: 21j25 - tc x 1 box (25 units).